Event description:
Reporter indicated that approx two years ago, the pt was in pain and the vns therapy generator was "working its way out of my son's chest". The device was repositioned and everything was fine. Reporter indicated that the same symptoms were occuring again. Follow-up attempts to gain additional info have been unsuccessful.